Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded previously for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause cannot be determined .

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined.